Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2007; it is unclear if the patient was reimplanted with another device. (B)(4).

Event description:
Per the clinic, the patient experienced pain and irritation when wearing the external processor. The patient underwent surgery to achieve a more optimal position of the device. The implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.